Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope had no been reprocessed properly. The issue was observed during reprocessing. During bedside cleaning staff did not use a syringe to flush the balloon channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additionally, a field service engineer (fse) was dispatched to the customer site and during the bedside cleaning the staff did not use a syringe to flush the balloon channel. Instructions were given and the endoscopy support specialist (ess) walked the staff through the process and an in service was recommended to review all reprocessing steps. Based on the results of the investigation, the most probable cause of the complaint is failure to follow instructions since problems traced to the user by not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.